Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the protocol required 45-day follow up, transesophageal echocardiogram (tee) revealed a large, hypermobile thrombus on the face of the watchman implant. The patient was admitted to the hospital and started on a heparin drip. The patient was discharged the following day on warfarin with a goal international normalized ration (inr) of 2-3. Pre-implant the patient was on apixaban 5mg twice daily and aspiring 81mg once daily. Post-implant the patient continued the same medication regiment and dosage. The patient is doing well and will return for inr checks until a repeat tee in 6 months.